Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined. H3 other text : device not returned to manufacturer

Event description:
The customer contacted stryker to report their device's pad-pak's wiring was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device's pad-pak's wiring was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The pad-pak was returned to heartsine for evaluation. The reported issue was confirmed however the pad-pak functioned as expected during testing. The pad-pak was scrapped and the customer received a replacement.

Event description:
The customer contacted stryker to report their device's pad-pak's wiring was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.